Event description:
The customer reported the high definition lcd monitor is unable to display image. In addition, a fan error occurred. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event. This report is being submitted for the no image issue.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to defective quantum board. The fan failed to work as a result of potential third party modification. In addition, cover and screen wear/light dots displaying were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a defective quantum board. The specific root cause of the defective quantum board could not be determined at this time. Olympus will continue to monitor field performance for this device.